Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. No audio/beep anomaly noted. Unable to confirm program alarm anomaly, signal too low, and unexpected restart alarm due to blank display. Unable to perform any test due to blank display. Insulin pump received with cracked battery tube thread and cracked case near display window corner noted.

Event description:
Customer reported via phone call that the device had a constant tone. Device alarmed signal too low alarm. Customer's blood glucose was 109 mg/dl. Device had also alarmed unexpected restart alarm and program alarm anomaly alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.